Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and very restricted leaflets for a mitraclip procedure. During the procedure, mitraclip xtw(50304r1102) was implanted. Another mitraclip xtw(50304r1099) was prepared to treat residual mr. Post deployment, the clip opened at about 30 degrees. The mr was reduced to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported clip open while locked (cowl) was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.